Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps (fbf) tip was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.185" x 0.553" was found to be broken off. The broken piece was returned additional observation not reported by site: 1. The instrument was found to have dried residue on the clamping pulleys. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the jaw of the fenestrated bipolar forceps (fbf) was broken and fell into the patient¿s anatomy. The fragment was retrieved in the same procedure. The procedure was completing as planned with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the fbf instrument was inspected prior to use with no issue. The grip was broken when the instrument was grasping the tissue. The instrument did not collide with any other instrument or tool during the procedure. The customer confirmed that all fragments were removed upon visual inspection. No post-operative tests and no additional surgical procedure were performed to remove the fragments. There was no patient injury. The patient did not return to the hospital for any post-procedure complications. There was no procedure delay.